Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on an unknown date. According to the complainant, as a result of the implant, the patient suffered pain, disability, impairment, loss of enjoyment of life and the inability to engage in chosen and necessary activities. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.